Event description:
(B)(4).

Manufacturer narrative:
The technician found the bed had a negative weight on the scale. The account zeroed the scale with a pt on the bed, user error. The technician zeroed the scale to resolve the issue.